Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a ¿shock¿ was felt when the pump was touched while charging. Blood glucose was 200 mg/dl. Upon follow up, customer reported ¿shock¿ did not reoccur.